Event description:
It was reported, patient underwent anterior cruciate ligament procedure on (B)(6) 2012. During the procedure the zip suture of the toggle loc fractured. There was no surgical delay and no injury to the patient as a result. The surgeon finished the procedure successfully with another implant.

Manufacturer narrative:
Evaluation of returned device found implant to be out of design specifications. We have preventive and corrective action in response to the issue. The user facility is outside of the united states. No medwatch report was received.